Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.:returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and severe kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 84 cm from the tip, the hypotube was clearly broken open and completely separated. The x-ray was used to verify hypotube separation. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that error message, failed to prime, and pump leak occurred. The target location was located in the lower limb vein. An zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was noted that the device failed to prime, then an error message occurred, and upon checking, the pump was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.